Event description:
It was reported that loss of atrial and ventricular capture was observed. X-ray revealed lead dislodgement. When the pocket was opened, the leads were found to be twisted around each other. The patient was a twiddler. The physician believed that because the patient had a fatty chest, the device shape made it more susceptible to rotation. The device was not previously sutured in, but during the revision, the physician sutured the device in and repositioned the leads.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.